Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (batch no. 876381) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and nausea ("nausea"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, psychological trauma, bladder disorder, urinary tract infection, vaginal infection, vaginal discharge, fatigue and nausea outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, metrorrhagia, nausea, pelvic pain, psychological trauma, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: patient received treatment for pain:dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic pain, abdominal pain, back pain,psych injury,bladder/urinary problems: bladder problems, uti, vaginal infection, vaginal discharge. Date(s) of insertion: (B)(6) 2012 (discrepancy noted- as per pif) 3 coils on right, 3 coils on left. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: essure confirmation test (unspecified) result: bilateral occlusion. Lot number: 876381. Most recent follow-up information incorporated above includes: on 1-apr-2021: mr received. Reporter information, lot number, rcc added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (batch no. 876381-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and nausea ("nausea"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, psychological trauma, bladder disorder, urinary tract infection, vaginal infection, vaginal discharge, fatigue and nausea outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, metrorrhagia, nausea, pelvic pain, psychological trauma, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: patient received treatment for pain:dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic pain, abdominal pain, back pain,psych injury,bladder/urinary problems: bladder problems, uti, vaginal infection, vaginal discharge. Date(s) of insertion: (B)(6) 2012 (discrepancy noted- as per pif) 3 coils on right, 3 coils on left. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: essure confirmation test (unspecified) result: bilateral occlusion. Lot number (876381) is not valid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 26-apr-2021: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and nausea ("nausea"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, psychological trauma, bladder disorder, urinary tract infection, vaginal infection, vaginal discharge, fatigue and nausea outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, metrorrhagia, nausea, pelvic pain, psychological trauma, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: patient received treatment for pain:dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic pain, abdominal pain, back pain,psych injury,bladder/urinary problems: bladder problems, uti, vaginal infection, vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: essure confirmation test (unspecified) result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received : case has became incident. Previously reported event ¿injury¿ replace new event. New events added: pelvic pain ,dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), psych injury, migration, bladder problems ,urinary tract infection, vaginal infection, vaginal discharge, fatigue, nausea. Reporter information were updated. . Lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.